Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal aortic extension. Approximately nine (9) years post initial procedure, the patient was found to have developed a type ib endoleak. The physician elected to implant, one (1) ovation ix iliac limb and one (1) ovation ix extender into the external iliac artery. Additionally, an afx infrarenal was also implanted. The endoleak was successfully resolved.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1b endoleak and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The 3.5 cm right common iliac artery aneurysm likely compromised the distal seal zone, resulting in poor graft apposition and contributing to a type 1b endoleak. The complaint is likely anatomy related. The clinical assessment determined that there was evidence to reasonably suggest abdominal aortic aneurysm enlargement of 10 mm occurred that was not included in the event as reported. The aneurysm enlargement was discovered during review of discharge summary dated (B)(6) 2025. The operative report states that there was decreased overlap between the main body and the suprarenal cuff, which may have contributed to abdominal aortic aneurysm enlargement; however, this could not be conclusively determined. No procedure related harms were identified. The final patient status was reported as discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated h6: investigation type codes: remove code 4118 h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.